Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes visual inspection and functional and electrical testing on the device. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014. During night drain cycle four, the patient's ultrafiltration reading was 1788ml, indicating the home patient (hp) drained 1488ml more than their maximum programmed fill volume of 2000ml. No further information was available.